Manufacturer narrative:
Device evaluation information can be found in sections adverse event problem. Intuitive surgical, inc. (Isi) has received the blue stapler 45 reload involved with this complaint. Failure analysis investigations confirmed the customer reported complaint of an exposed blade. The stapler reload was found to have the knife exposed within the knife track. The reload was also found to have blade damage and lead screw damage. In addition, isi has received the stapler 45 instrument (part #470298-12; lot #t10181105-0028) associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint that the instrument was unable to complete a fire. The instrument was found to have a firing failure based on log review but was not replicated during in-house testing. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted thoracic procedure, an endowrist stapler 45 instrument allegedly misfired with a blue stapler 45 reload installed. During attempts to remove the stapler instrument and reload, ¿extra tissue was ripped off¿ and the surgeon had to over-sew some tissue. However, at this time, the root causes of the customer reported failure mode of a stapling misfire and the intra-operative complication are still unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the stapler 45 reload involved with the reported event. Therefore, the root causes of the customer reported failure mode and intra-operative complication cannot be determined based on the current information provided. Isi has received the endowrist stapler 45 instrument (part #470298-12; lot #t10181105-0028) involved with reported event. However, the evaluation of the instrument has not been completed as of the date of this report. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. An endowrist stapler 45 instrument (part #470298-12; lot #t10181105-0028) had a failed fire with a blue stapler 45 reload installed. The failed fire occurred during the stapler instrument¿s sixth fire attempt of the procedure. Five blue stapler 45 reloads fired successfully prior to the failed fire. On the install with the failed fire, an initial clamp attempt failed at 79%. The second clamp attempt was successful which was followed by the firing failure. Three other stapler instruments were used during the procedure (two curved-tip stapler 30 instruments and one other endowrist stapler 45 instrument). These stapler instruments did not have any firing failures. The system logs also reveal eight 22020 errors that occurred within a 45-minute time during surgical procedure. A 22020 error is generated when the system detects that an inserted tool failed to engage. The user is instructed to remove and reinstall the tool to try again. In addition, a single 22030 error was identified in the system logs. A 22030 error is generated when the system detects a stapler failure (firing failure in this case) in its operation. This complaint is being reported due to the following conclusion: during a da vinci-assisted thoracic procedure, an endowrist stapler 45 instrument allegedly misfired with a blue stapler 45 reload installed. During attempts to remove the stapler instrument and reload, ¿extra tissue was ripped off¿ and the surgeon had to over-sew some tissue. However, at this time, the root causes of the customer reported failure mode and intra-operative complication are unknown.

Event description:
It was initially reported that during a da vinci-assisted ¿lung volume reduction¿ procedure, the endowrist stapler 45 instrument allegedly failed to initialize. Furthermore, the surgical staff reportedly encountered a stapler misfire during the case. According to the initial reporter, a blade exposed issue and an ¿unable to complete fire¿ message occurred during the alleged stapling misfire. On 04/19/2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: initially, during the surgical procedure, the csr indicated that the endowrist stapler 45 instrument would not fire while installed on arm #3. The csr contacted an isi technical support engineer (tse) for assistance. The surgical staff reseated the sterile adapter. Per the csr, the surgeon was going to attempt to use the endowrist stapler 45 instrument again, later in the case. When the stapling misfire event occurred, a blue stapler 45 reload was installed on the endowrist stapler 45 instrument. After achieving a 100% clamp, the surgeon fired the stapler reload. During the firing attempt, the surgical staff encountered a blade exposed message along with an ¿unable to complete fire¿ message. According to the csr, it appeared as though about 24 staples fired before the stapling misfire occurred. Upon removal of the endowrist stapler 45 instrument, the csr indicated that ¿some extra tissue was ripped off¿ and the surgeon had to over-sew some tissue. The surgeon opted to use a 3rd-party laparoscopic stapler instrument to complete the surgical procedure. Per the csr, the surgeon informed her that the patient experienced an ¿air leak.¿ however, it is unclear if the ¿air leak¿ was identified intra-operatively or post-operatively. On 04/19/2019, isi also contacted the site¿s robotics coordinator and obtained the following additional information regarding the reported event: the endowrist stapler 45 instrument was not used very long during the procedure and before the alleged misfiring event occurred. When the ¿blade exposed¿ and ¿unable to complete fire¿ messages appeared, the instrument ¿just stopped and alerted.¿ the surgeon decided to use a 3rd-party laparoscopic stapler instrument after the event occurred. Also, the surgical procedure was prolonged since a lot of time was spent over-sewing tissue.